Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings issue" occurred resulting in the patient¿s death which occurred on an unspecified day after sensor insertion (location not specified). On (B)(6) 2026, the patient¿s sister reported via tiktok that ¿my brother passed and his dexcom never notified he was in distress until it was too late¿. No other patient or event details were reported. The reporter¿s contact information was not disclosed; therefore, the patient was unable to be identified. Without any identifying patient information, dexcom technical support unable to reach out to the reporter/patient¿s family for further event details. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.